Event description:
Litigation alleges that patient began suffering from increased blood metal levels, which resulted in pain and suffering.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges that patient began suffering from increased blood metal levels, which resulted in pain and suffering. Doi: (B)(6) 2006 dor: none reported (right hip). Patient is a resident of (B)(6). Update 10/3/2011 plaintiff's preliminary disclosure (ppd) form received 10/3/2011. Added dob. There was no new information received that would impact the outcome of the investigation. Update 9 april 2014 - der rcvd - updated hospital / surgeon and patient information.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metallosis and metal wear. Added stem due to alleged elevated metal ions. Updated patient harm. Added revision hospital, revision surgeon, lawyer in the associated contact and law firm in the facility name.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are  now considered inactive. Further investigation of this individual incident will not be undertaken. The  investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-  001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 5/13/2014 - medical records received. Patient revised to address instability and abnormal local tissue reaction. Upon revision, white fibrous vascular appearing tissue, yellowish fluid, and a homogenous, thickened, white fibrous pseudocapsule were noted. The information received does not change the MDR decision. This complaint was updated on: 06/04/2014.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.